Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: general information: complaint: (B)(4). 2. Information to the sample: 2.1. Model: perfusor space, 2.2. Article number: 8713030, 2.3. Serial number/batch: (B)(6), 2.4. Software version: n030004, 2.5. Hours of operation: 24720 hours, 3. Investigation results: 3.1. History inspection: the device history files were read out and analyzed. No date of the incident was given from the customer. Therefore, the last history files from (B)(6) 2023 were investigated. At (B)(6) 2023 15:39 pm a bd plastipak 50 ml syringe was inserted. The syringe was drawn to 21,95 ml (drive step position: 18105). The volume was set to 24 ml and the drug "heparine" was selected. The infusion was started at 15:41 pm with a rate of 2 ml/h. At (B)(6) 2023 02:30 am the hint "syringe empty" was displayed and stopped the infusion. Up to that time the pump has delivered a volume of 21,69 ml. Act. Volume infused. The infusion was running about 10:50 hh:mm. Furthermore, no anomalies could be detected inside the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact. No seal was available. The device is in bad condition. The p2 connector shows oxidized contacts. Furthermore, the operating unit shows a broken part. In addition, several liquid residues could be detected at the outside. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A loud rattling during the drive is moving could be detected. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,37%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: to investigate the inside, the device was disassembled completely. The ribbon cable of the operating unit shows oxidized contacts. The zero craft connector of the mainboard (for operating unit) shows oxidized contacts. Furthermore, the drive head was broken at several points. In addition, the upper- and lower housing parts show broken parts. Furthermore, no more anomalies could be detected. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No flowrate deviation could be reproduced. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility translation of user facility information by bbm sales organization in france: "overinfusion" according to the customer: "doesn't push at the right speed 6h instead of 12h."